Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to normal generator change procedure, atrial lead exhibited high and out of range impedance and was not capturing. The lead was capped and replaced on (B)(6) 2019. The patient was stable.